Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had to push buttons more than once to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new battery and had received random no delivery alarm. The customer stated that insulin pump had motor was slower and louder and sounds likes it was straining. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive or motor anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. The test battery was removed and reinserted with no failed battery test alarm noted. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment.